Event description:
It was reported that an ilet device exhibited intermittent non-responsiveness of the wake/sleep button, although the button was responsive at the time of the call and the user was advised to keep the button clean by wiping it periodically. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included no alarms, no need for medical care, and no interruption of therapy. Investigation included remote troubleshooting and user education conducted by support. Investigation of this case revealed no device malfunction observed during assessment and no reproducible fault, consistent with intermittent button responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the issue and potential transient contamination of the button surface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.